Manufacturer narrative:
Device not returned as yet for evaluation.

Event description:
It was reported that the blade subject to this MDR broke during an ankle mobility prosthetic surgery. The broken pieces did not fall in to the surgical site. There were no patient injury reported. The surgery was completed successfully using another device.